Event description:
It was reported that while using night aligners, the patient was unhappy with the end results, citing the front teeth at the top got really crooked where one is more upper and slanted compared to the other one.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.